Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
This pertains to two of two speedband superview super 7 devices used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the procedure, when the physician attempted to deploy the first band, the 6th one started to deploy instead of the first. He immediately withdrew the scope and used another speedband superview super 7 which had the similar problem. There was no difficulty setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
This pertains to two of two speedband superview super 7 devices used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the procedure, when the physician attempted to deploy the first band, the 6th one started to deploy instead of the first. He immediately withdrew the scope and used another speedband superview super 7 which had the similar problem. There was no difficulty setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.